Event description:
It was reported by the patient that their pulse drops below the set rate of the device. Followup did not yield any further information regarding whether the patient's symptoms were device related. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.